Event description:
Complainant's family member reported 2 adverse events experienced by the pt. The pt has had 2 cyberonics model 101 implants. The first excised itself in 2000; second, surgically removed in 2001. The pt was treated on numerous occasions for fluid build-up around the both implant sites. Leads were protruding the pt's skin before the 1st implant excised itself. The second implant was removed because the sock was shredded. In 9/01, the pt's family member called, stated that testing was done and it was determined that the pt was not allergic to the titanium used to construct the devices. The family also stated that in 7/01 that the pt's neurologist stated that the device was cycling to fast, within 2 weeks the pt had a blister at the implantation site and was surgically explanted two mos later. The pt's family member also stated that both devices had been returned to the MFR. Implant stimulator is mfg by cyberonics (houston, tx). The pt is currently hospitalized.